Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient experienced a skin reaction around the abutment. The patient underwent revision surgery (date not reported) for skin reduction; however, the issue could not be resolved. The device was explanted on (B)(6) 2013, and the patient was reimplanted with another manufacturer's device during the same surgery.

Manufacturer narrative:
This report is filed (B)(4) 2013.